Event description:
The wife of a (B)(6) year old male pt's called zoll customer support to report that the pt's battery would not hold a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery will not hold a charge) has been confirmed. Upon receipt the battery pack was nonfunctional in both a charger and a monitor. The cause of the inability to power a monitor or charge was contamination on the pca and cells. The root cause for the contaminated pca and cells is likely ingress of an unk liquid. No adverse event resulted from the contaminated battery. The pt received a replacement battery pack.